Event description:
It was reported that allegedly after successfully flushing the balloon catheter, the user identified a circumferential crack at the connection portion of the catheter and the balloon. The device was not used in the patient and another balloon catheter was used for the procedure.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample was returned for evaluation. A shaft break was located at the proximal balloon glue joint and shaft transition. The break was circumferential allowing a section of the polyimide underneath to be exposed. The catheter shaft had a kink visible approximately 8cm from the distal tip of the balloon. It is unknown as to how the shaft break occurred. The catheter did not exhibit any stretching. The investigation is confirmed for a shaft break. Definitive root cause is unknown.